Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a laparoscopic surgery; surgeon saw a black object adherer internally in the patient which was retained from a previous surgery. Scar tissue had begun to form around it. The object was removed. Staff and surgeon determined it was a shaving from the outer sheath of the clickline instrument and likely caused by dragging in or out of trocar cannula. Both ks and disposable trocars were used. Pictures attached. The hospital is reporting it as a sentinel event. Other than scar tissue formation, patient was unharmed.